Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and needed urgent care on unknown date. Customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 127 mg/dl. Customer was treated with intravenous drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.